Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) reports air leakage in the iab loop once every 2 hours. The balloon was not ruptured and the machine was still in use. No patients were affected.

Manufacturer narrative:
Investigation finalized on 04/18/2024: a getinge field service engineer was dispatched to investigate the issue. The fse was unable to duplicate the issue. The unit passed all inspections to factory specifications. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) customer reported for repair, the machine reported air leakage in the iab loop once every 2 hours. The balloon was not ruptured and the machine was still in use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.